Manufacturer narrative:
When the technician at the account investigated the multirall, he found the attachment of the multirall was not positioned according to the instructions. The lift strap unhooked from the rail trolley hook because it was not correctly positioned into the hook. Neither of these hooks were broken or damaged when they made the patient transfer. The root cause has been determined to be user error. The multirall can be mounted to the rail system in two different ways, depending on the intended use. When mounted with the lift strap under the lift unit, it works as a normal overhead lift. When mounted with the lift strap above the lift unit, multirall becomes a flexible room-to-room lift that can be used for transfers of patients between different rail systems in different rooms without requiring openings over doorways. In this case, the lift strap was mounted above the lift unit. According to 7en125103 rev. 6 instruction guide, hill-rom states that the user shall always check carefully at each stage that the q-link is correctly applied to the carriage hook/extension belt. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a multirall detached from the rail. The lift was located in the patient room at the account. The misapplication of the lift strap caused the patient to fall and subsequently die. The lift motor fell onto the caregiver's knee which required surgical intervention. This report was filed in our complaint handling system as complaint (B)(4).